Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 496 mg/dl at the time of incident. Customer already knew already that the cause of the high was due to the medication. It was also stated that they were trying to be on auto mode. The insulin pump will not be returned for analysis.